Event description:
It was reported the patient had stimulation in the wrong location in her legs and feet instead of her back and hips. The patient had tried reprogramming several times. The patient stated she could not go back for more reprogramming due to being on a fixed income. The patient had requested ins be removed because it "rubs on a bone" and "wires are all screwed up". The patient indicated the hcp did take x-rays and she had an appointment in 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.